Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. F12 pt home.

Event description:
It was reported that the pt presented in clinic after receiving a vibratory lead impedance. The high voltage lead impedance range was unable to be programmed higher, so the pt notifier for out of range high voltage lead impedance was turned off. The pt was planned to be followed normally.